Event description:
The customer reported that during the first activation, the device would not seal, even though an end tone, signifying a completed seal-cycle, was heard. There was no injury to the patient.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.